Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 590-1, lot# n245022, implanted: (B)(6) 2010, product type: accessory. (B)(4)

Event description:
Information was reported by a healthcare provider (hcp) via a device manufacture representative regarding a patient receiving morphine (22mg/ml at 0.134 mg/day, unknown lot number), bupivacaine (12 mg/ml at 0.073 mg/day, unknown lot number) and clonidine (800 mcg/ml at 4.87 mcg/day, unknown lot number) via a pump. The pump was implanted in (B)(6) 2010. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient's medical history was reported as none. The hcp reported that the patient presented to the clinic with withdrawal symptoms and an alarming pump. The device was interrogated and event logs confirmed multiple motor stalls and recoveries. A motor stall occurred on 2015-08-10 at 0045, with a motor stall recovery on (B)(6) 2015 at 1826. Another motor stall occurred on (B)(6) 2015 at 0318, with a stopped pump period may exceed tube set message on (B)(6) 2015 at 0318. A motor stall recovery then occurred on (B)(6) 2015 at 0159, with a motor stall on (B)(6) 2015 at 0444. The pump was set to minimum rate on (B)(6) 2015 and the active alarm was silenced. The cause of the motor stalls was not reported. It was initially reported that the pump was going to be replaced on (B)(6) 2015. It was later reported that it was planned for the patient to be scheduled for a replacement of the pump on (B)(6) 2015. It was noted that the pump was to be sent in for analysis after explant. It was noted that the issue was not resolved at the time of the report and the patient was alive no injury. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing. After analysis and review, the previously reported eval code-conclusion, method, and result codes were updated.

Event description:
Additional information received from the patient reported that the pump failing (motor stall) in (B)(6) 2015 put him in the hospital.

Event description:
Additional information was received. Device failures included motor stall and delivery failure. Injuries included hospitalization, withdrawal, pain, spasticity, and surgery. No further complications were reported or anticipated.

Event description:
Additional information was received from a company representative. The pump was explanted and replaced on (B)(6) 2015. The cause of the stalls remains unknown.